Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump asked for biomed password. The pump was placed on a cart dedicated to pumps that were reported to have experienced a primary audible alarm. There was no reported adverse event.

Manufacturer narrative:
Other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is affixed. During functional testing, the mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were inspected and reassembled. No alarm conditions were present. The reported issue was not confirmed. The script was reinstalled, and the library was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4).

Manufacturer narrative:
Other, other text: additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found that the manufacture seal is affixed. During functional testing, the mating of the ribbon cable connector and j9 of the main printed circuit board assembly (pcba) were inspected and reassembled. No alarm conditions were present. The reported issue was not confirmed. The script was reinstalled, and the library was updated. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).